Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address loosening of the lag screw, believed to be due to infection. It was reported that the lag screw was completely outside of the femoral head.